Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
During a knee revision we needed a #5546-a-601. The loaner set part was lot#er9ma5a. When we opened the box it contained part #5545-a-301, lot#er9wa1. This part would not work , as we needed a size 6, 10mm wedge, and the box contained a size 3 , 5mm wedge. Fortunately, we were able to use a size5, 10mm wedge. The smaller size actually fit the shape of the tibia better and attached firmly to the baseplate , the same as the correct size. There was almost no delay to the procedure. Rep reported that this was a revision of competitor devices to stryker. The surgeon feels there was no patient harm.

Manufacturer narrative:
An event regarding a product mix involving a triathlon augment was reported. The event was confirmed by product inspection. Conclusion: the investigation confirmed the reported event of a product mix between the triathlon augments. Nc/CAPA results: a review shows that er9wa1d and er9ma5a were packaged on the same sealer 6 minutes apart on may 30, 2015 by the same operator. This leads to the conclusion that the only lots impacted are er9wa1d & er9ma5a and this was a one-to-one swap. All other lots were processed on separate dates. The sealing equipment is a semi-automated unit which seals both the inner and outer blisters. Standard practice is to process an entire lot before sealing another. If a discrepancy is found by the operator upon inspection, rework is performed on the spot. It is believed that a rework had occurred due to a machine issue for these two pieces alone, and a one to one product swap had occurred between these two lots.

Event description:
During a knee revision we needed a #5546-a-601. The loaner set part was lot#er9ma5a. When we opened the box it contained part #5545-a-301, lot#er9wa1. This part would not work , as we needed a size 6, 10mm wedge, and the box contained a size 3 , 5mm wedge. Fortunately, we were able to use a size5, 10mm wedge. The smaller size actually fit the shape of the tibia better and attached firmly to the baseplate , the same as the correct size. There was almost no delay to the procedure. Rep reported that this was a revision of competitor devices to stryker. The surgeon feels there was no patient harm.